Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and a transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection between the patient line of the homechoice cassette and a transfer set that led to this alarm. The transfer set remained in use. Renal therapy services assisted the patient in ending the therapy session and reviewed proper procedures per the user manual. There was no report of patient injury or medical intervention associated with this event. No additional information is available.